Event description:
Customer reported that he had low blood glucose of 85 mg/dl due to his insulin pump buttons were not responding and the insulin pump over delivered. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. Unable to perform any testing due to unresponsive buttons. No ramping numbers noted.